Manufacturer narrative:
According to the information provided by the technician, the expiratory channel board found defective. There was no on-site visit by our technician, as the repair was performed the third party service. Expiratory channel board contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The device's logs were not provided for further analysis. Our conclusion is that the expiratory channel board was the cause of the failure.

Event description:
It was reported that the tidal volume was being lower than set. There was no patient harm. Manufacturer's ref. #: (B)(4).